Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac chronic total occlusion lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres (atm) for 2 seconds, the balloon ruptured. Subsequently, another 4mm x 20mm x 144cm coyote es balloon catheter was advanced but also ruptured during first inflation at 4 atm for 2 seconds. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac chronic total occlusion lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres (atm) for 2 seconds, the balloon ruptured. Subsequently, another 4mm x 20mm x 144cm coyote es balloon catheter was advanced but also ruptured during first inflation at 4 atm for 2 seconds. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition. It was further reported that the 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation in the below-knee vessel and the 4mm x 20mm x 144cm coyote es balloon catheter was used in the popliteal artery.

Manufacturer narrative:
E1 (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac chronic total occlusion lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres (atm) for 2 seconds, the balloon ruptured. Subsequently, another 4mm x 20mm x 144cm coyote es balloon catheter was advanced but also ruptured during first inflation at 4 atm for 2 seconds. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition. It was further reported that the 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilatation in the below-knee vessel and the 4mm x 20mm x 144cm coyote es balloon catheter was used in the popliteal artery.